Event description:
It was reported during a da vinci-assisted myomectomy surgical procedure, the permanent cautery spatula instrument had a loose cable. The procedure was completed with no reported injury. The permanent cautery spatula (pcs) is intended to be used with the da vinci system for precise dissection and division of tissue with monopolar cautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Isi followed up with the initial reporter and obtained the following additional information on 23-may-2022: the customer did not have any information to provide.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/confirmed the customer reported complaint. Fa found the primary failure of the broken pitch cable to be related to the customer reported complaint the permanent cautery spatula instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of this failure is attributed to a component failure. An additional observation not reported by the site was also identified. The permanent cautery spatula instrument was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. The root cause of the derailed instrument grip cables is attributed to a component failure. A review of the instrument log for the permanent cautery spatula (part number 470184-11/lot number s11150615 0003) associated with this event has been performed. Per logs, the permanent cautery spatula instrument was last used in a procedure on (B)(6) 2022 via system sk0376. The alleged instrument had 3 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 via system sk0376. No image or video of the procedure was provided for review. This complaint is considered to be a reportable malfunction event due to the following conclusion: this permanent cautery spatula instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.